Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.

Event description:
The customer reported that the insulin pump alarmed during the manual prime. Customer's blood glucose was 240 mg/dl, treated with the device. Troubleshooting was performed. Customer advised to disconnect from the device. Customer reported the device has been dropped or bumped prior to the alarm. Customer was advised to continue disconnected. Customer stated the drive support cap is sticking out and he doesn't recall pressing it. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.